Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: event was treated with infusion treatment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the cx. Approximately 2.5 months post procedure the patient suffered lacunar cerebral infarction. The investigator and sponsor assessed the event as not related to the index device or anti-platelet medication. The patient recovered.